Manufacturer narrative:
Combination product: yes.

Event description:
Patient was implanted on (B)(6) 2024. Rv lead dislodged post discharge. Booked for revision on (B)(6) 2024. Helix was retracted into lead and extended back and forth several times before active fixation into the rv septum. Lead never removed from body. On day 1 check on (B)(6) 2024, noted rv lead had again dislodged. Patient discharged home and readmitted on (B)(6) 2024 for lead removal and implantation of a new lead.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis showed a deformed conductor coil and insulation 12.5 cm distal to the is-1 connector pin, which most likely resulted from the surgery due to mechanical stress. Furthermore, a ligature mark was found at 17 cm distal to the is-1 connector pin. However, a thorough analysis of the lead did not show any deviations which might have led to the observed dislodgement. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The fixation helix did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.